Event description:
A report was received that the patient had lost function in one of her extremities before and after the implant procedure. The physician believed that it was not device or procedure related ad the cause was unknown. The patient was sent to rehab facility and was regaining feeling in leg. There will be no further course of action.

Manufacturer narrative:
Additional information was received that following the scs implantation, the patient suffered from paralysis, pain and depression. It was also reported that the patients blood pressure increased to 171/102 mmhg and clonidine was administered. A computerized tomography (CT) of the thoracic spine was performed and upon review and study, it was noted that the placement of the scs appears to have caused injury to the spinal cord and producing persistent right-side cord compression. The patient underwent an explant procedure. A magnetic resonance imaging (MRI) of the thoracic was performed four days after removal of scs which demonstrated focal myelomalacia (permanent damage) to the spinal cord at eighth to ninth thoracic vertebra (t8-t9). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient had lost function in one of her extremities before and after the implant procedure. The physician believed that it was not device or procedure related and the cause was unknown. The patient was sent to a rehab facility and was regaining feeling in leg. There will be no further course of action.